Event description:
It was reported that the device was explanted after an implant duration of zero days. On (B)(6)2010, through follow up with the health-care provider, it was learned that the device was explanted due to a perivalvular leak detected after implanting the valve. Per the operative report of (B)(6)2010: "while weaning from cardiopulmonary bypass, it was obvious there was a perivalvular leak in the left coronary sinus. Cardiopulmonary bypass was fully reinstituted and cardioplegia given again in a similar fashion as described above. The aortotomy was opened and it was obvious that the annulus in the left coronary sinus had dehisced. The valve was removed with great care to get all the pledgets. The annulus was trimmed back and then deep. Felt back pledgeted sutures were placed circumferentially around the annulus again. Another 21 mm magna ease valve was brought to the field. Sutures were serially passed through that valve. It was lowered in place and tied down. The patient was then given a hot shot and weaned successfully from cardiopulmonary bypass."

Manufacturer narrative:
Device not returned.this event was learned through imlant patient registry. Through follow-up with the health-care provider, a response and a copy of the operative report was recevied via fax. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.